Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a skin irritation under the electrodes. Patient reported that his skin is slightly reddish and itchy. There was no alleged device malfunction contributing to the irritation. Patient went to the ER and was recommended to use a powder by a physician. Follow up indicated that the skin irritation has disappeared.